Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
This pi is for the robotics devices. It was reported that patient's left knee was revised due to infection (surgeon identified infection as e. Coli. Unknown if infection was clinically confirmed). An I&d with a poly exchange for the same catalog # was performed. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Event description:
This pi is for the robotics devices. It was reported that patient's left knee was revised due to infection (surgeon identified infection as e. Coli. Unknown if infection was clinically confirmed). An I&d with a poly exchange for the same catalog # was performed. Rep reported that x-rays, medical records, and additional information are not available due to hospital policy.

Manufacturer narrative:
Reported event: an event regarding revision due to infection was reported. Method & results: device history review: product history review was not completed because a serial number was not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding a revision of a partial knee procedure due to infection. There was 1 other reported events: (B)(4). Conclusion: investigation was not able to be performed since x-rays, medical records, and additional information are not available due to hospital policy. H3 other text : device not returned.